Event description:
Customer reported an issue with the gas module iii,m which may have affected gas monitoring. No patient injury was reported.

Manufacturer narrative:
Company representative evaluated the unit. Corrections included replacement of the pump, oxygen filter tubing, o2 filter, and co2 absorber filter, and readjusting the power supply. Unit was calibrated and safety tested to factory's specifications.